Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged rewind anomaly, pump error 43 alarm and blank display found on october 16, 2021. Insulin pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify rewind anomaly and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. There was no critical errors were found in the history/traces/comlink3 data. Pump error 43 alarm was recorded in the formatted history file on: 10/16/2021 19:46:00.000 to 10/16/2021 19:57:29.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. However, low battery alert was recorded and found in the formatted history file on: 10/13/2021 21:53:00.000, insert battery alarm was recorded and found in the formatted history file on: 10/13/2021 21:58:27.000, 10/16/2021 19:47:32.000 to 10/16/2021 19:58:56.000, 10/16/2021 20:53:23.000, power loss alarm was recorded and found in the formatted history file on: 10/16/2021 20:00:00.000 and 10/16/2021 20:00:12.000, upon checking on the power data/detail trace file, low battery alert and power loss alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the electric board 1and electric board 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Critical pump error (open book image) alarm and pump error 43 alarm were confirmed due to corrosion on the electric board 1 and electric board 2. Force sensor zero offset within specification (22.3 millivolts). The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads and a scratched case. A cracked retainer was confirmed. Blank display was not confirmed. Unable to verify rewind anomaly due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm and pump error 43 alarm were confirmed due to corrosion on the electric board 1 and electric board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.